Manufacturer narrative:
This product was not received for evaluation, therefore the problem could not be confirmed. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor, there was no image and there was a "video 1, no video signal" message on the monitor. A delay in the procedure of unknown duration occurred as the same device was made to work. No harm to patient or user was reported.